Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2024 the device recorded a bipolar lead failure iegm that shows noise on the atrial channel. It was reported that it was possible the patient had a pvi (pulmonary vein isolation) procedure on this day. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.